Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the refrigerator's temperature was outside the acceptable range due to a malfunction. A field service engineer was documenting the time spent on an investigation, noting that the temperature had returned to the acceptable range. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the pyxis medstation es system fridge was not within the acceptable range. The customer reported that there were no delays in medication, as the user was able to obtain the medicines from another location. There were no adverse events or injuries reported based on this incident.